Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose for a few hours after dinner while using the ilet system, contacted support, and subsequently changed the infusion site (23 inch, 6 mm contact detach), after which glucose returned to range; the user did not observe insulin leakage and suspected the site was not working. Symptoms included hyperglycemia. Outcomes included transient hyperglycemia that resolved after site change without need for medical intervention. Investigation included review of device data and blood glucose questionnaire, along with user education on postprandial glucose trajectories and time to effect after meal announcing. Investigation of this case revealed no evidence of device malfunction, infusion set leak, or delivery interruption, and the event was consistent with expected postprandial glucose rise with resolution after site replacement and ongoing closed-loop corrections. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.